Event description:
Product analysis revealed that the lead assembly was returned for analysis in 5 pieces. Three sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. A coil break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. The outer silicone tubing has a compressed appearance at multiple locations. Other than the above mentioned observations, and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
An international distributor reported that a physician observed high lead impedance during a regular vns device check on (B)(6) 2016. The device was turned off on that date and no patient manipulation or trauma was reported. Diagnostic data submitted for the patient's current and former device were submitted. All impedance readings are normal for both device up until (B)(6) 2016 when the high impedance (>=10,000 ohms) was observed. X-ray images provided to the manufacturer. Based on the images provided, no obvious source of the high impedance condition was identified. Although the images revealed no gross anomalies, due to image quality and a portion of the lead being behind the generator, the entire lead body could not be accurately assessed. The presence of a micro-fracture could not be ruled out. The generator placement appeared normal in the left axillary chest area. The lead pin appeared to be fully inserted into the pulse generator header but could not be fully assessed due to the angle of the pulse generator. The pulse generator feedthru wires appeared to be intact and the lead wires appeared to be intact at the connector pin. The electrode position appears to be low (inferior) but this appearance may be due to the patient's neck position at the time of x-ray.

Event description:
The physician's elected to perform a lead replacement surgery on (B)(6) 2016. Following replacement of the lead the vns system functioned properly. An implant card was received indicating that the lead was explanted and replaced due to lead discontinuity. The lead was received by the manufacturer and is currently undergoing product analysis.